Manufacturer narrative:
Additional information regarding the incident and patient was requested. At this time, no additional information has been provided. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the green end on the stylet pulled off from the stylet when trying to remove the stylet after placement of the ng tube in the patient. The report stated that there was patient injury but no further details were provided. Additional information has been requested.